Event description:
Boston scientific received information that this patient suspects there is something wrong with his device as he experienced a syncopal episode. The patient stated he thinks he passed out from a shock or an activation from the device. No adverse patient effects were reported.

Manufacturer narrative:
The device remains active in the patient and efforts to obtain additional event information were unsuccessful. No other adverse events have been reported. This product issue will be updated if additional information is received.